Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75 x 18 mm xience alpine stent was implanted on (B)(6) 2017. On (B)(6) 2017 the patient was re-admitted with cardiovascular symptoms and sepsis. Although the treatment performed is unspecified, the fact that hospitalization occurred, indicates that some form of treatment was performed. The final patient outcome is unknown. No additional information was provided.